Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous de novo proximal left anterior descending artery that was 90% stenosed. Pre-dilatation was done with a semi compliant non-abbott balloon. Then, the 3.0x15mm nc trek balloon dilatation catheter reached the target lesion although resistance was noted with the lesion. The balloon ruptured at 14 atmospheres (atm) on the first inflation. The device was replaced with a new nc trek to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.